Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2014: patient presented with following pre-op diagnosis: l4-5 stenosis. For which, patient underwent following procedures: right l4-5 hemilaminectomy and decompression. Transforaminal interbody fusion, l4-5 through right- sided approach and placement of cage and rhbmp-2. Posterolateral fusion, l4-5 with rhbmp-2 and local bone and conform allograft. Posterior instrumentation, l4-5 with pedicle screws and rods. Neuromonitoring with ¿biotron for sseps and emgs.¿ per op notes, surgeon prepared the endplates and finally placed a size 15 ¿opal¿ cage filled with rhbmp-2. Surgeon curetted the left transverse process at l4 and l5 and packed into transverse bed with a mixture of local bone, conform allograft and rhbmp-2 sponges. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.